Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient tested on a coaguchek xs plus meter with an unspecified serial number compared to an unspecified laboratory method. The patient was tested on the meter with a result > 8.0 inr. The patient was treated with vitamin k per protocol and a sample for the laboratory was drawn. The result from the laboratory was 5.8 inr. The customer stated they would not have given the patient vitamin k based on the laboratory result. The patient's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred due to the vitamin k treatment. The customer was unable to provide any further information.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.